Event description:
It was observed that during the device evaluation, the suction pump exhibited residue in the hoses. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
The initial report was sent in error. The event is unlikely to cause or contribute to a death or a serious injury if it were to recur.